Event description:
Breast implants installed on (B)(6) 2009. Some time after that adverse symptoms began, then autoimmune diseases even though I did not understand why I was sick. Explanted (B)(6) 2019. FDA safety report ID# (B)(4).